Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that a catheter was confirmed as being dislodged. It was further reported that this was the pt's 4th catheter revision, because her catheters kept dislodging. It was stated that the physician does not anchor the catheter. A low complication implant technique was discussed. On (B)(6) 2011, it was further reported that a medtronic rep spoke to the pt last week. The pt was noted as "doing fine." The drug administered via the pump was not reported. Additional info has been requested, but was not available as of the date of this report.